Event description:
Customer reported an inform system blood glucose result of 38 mg/dl and lab result of 27 mg/dl within 10 minutes, inform system result of 50 mg/dl and lab result of 26 mg/dl within 10 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.